Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-jun-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in or around 2003. Shortly after undergoing the implantation of essure, the plaintiff began to suffer severe menstrual, abdominal and back pain. She also began to suffer from depression and fatigue as a further result of being implanted with essure. After being implanted with essure she was also diagnosed as having an allergy to nickel. She was diagnosed with chronic fatigue immune disorder and fibromyalgia after undergoing the implantation of essure. Plaintiff also began experiencing heavy bleeding and pain during intercourse after undergoing the implantation of essure. She also had severe migraines for which she had no prior history of suffering prior to being implanted with essure. She experienced chronic pain resulting from her essure, related injuries grew so severe that she was prescribed pain medication to treat it. Plaintiff was scheduled to have her essure surgically removed on (B)(6) 2016. Follow-up received on 16-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and after undergoing the procedure, she began to suffer severe abdominal pain. In addition, she presented heavy (genital) bleeding. Plaintiff was scheduled to have her essure surgically removed. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering the implied temporal relation and their nature, causality between reported events and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain, chronic pain"), genital haemorrhage ("heavy bleeding") and drug dependence ("addiction to pain relievers") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no prior history of migraines suffering prior to being implanted with essure. Concurrent conditions included migraine and genital bleeding. Concomitant products included estradiol, sumatriptan from 2004 to 2015 and topiramate (topamax) since 2015. In 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced fatigue ("fatigue"). In 2005, the patient experienced allergy to metals ("allergy to nickel") and dysgeusia ("metal taste in mouth"). In 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), vaginal infection ("vaginal, infection"), cystitis ("bladder infection"), headache ("headache") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced depression ("depression") and post-traumatic stress disorder ("ptsd"). In 2016, the patient experienced rash ("rashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue immune disorder"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding-menorrhagia"), irritable bowel syndrome ("ibs"), gastrooesophageal reflux disease ("acid reflux") and drug dependence (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on 2-jun-2016. At the time of the report, the abdominal pain, genital haemorrhage, back pain, fatigue, dyspareunia and dysgeusia had resolved, the dysmenorrhoea, allergy to metals, chronic fatigue syndrome, fibromyalgia, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, headache, irritable bowel syndrome, gastrooesophageal reflux disease, drug dependence and post-traumatic stress disorder outcome was unknown and the depression, migraine, rash and vaginal discharge was resolving. The reporter considered abdominal pain, allergy to metals, back pain, chronic fatigue syndrome, cystitis, depression, drug dependence, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, post-traumatic stress disorder, rash, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusiontotal bilateral occlusion quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters information updated. Events:abnormal bleeding (vaginal, menorrhagia), infection type: vaginal, bladder, psychological or psychiatric problems depression, headaches, rashes,vaginal discharge, fatigue, gastrointestinal or digestive system condition type: ibs, acid reflux, other injury(ies) or complication please describe addiction to pain relievers; metal taste in mouth, ptsd were added. Outcome of events updated. Concomitant drugs were added, concomitant diseases were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain, chronic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no prior history of migraines suffering prior to being implanted with essure. Concurrent conditions included migraine and genital bleeding. Concomitant products included estradiol, sumatriptan from 2004 to 2015 and topiramate (topamax) since 2015. In 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced fatigue ("fatigue"). In 2005, the patient experienced allergy to metals ("allergy to nickel") and dysgeusia ("metal taste in mouth"). In 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), vaginal infection ("vaginal, infection"), cystitis ("bladder infection"), headache ("headache") and vaginal discharge ("vaginal discharge"). In august 2008, the patient experienced depression ("depression"). In november 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding-menorrhagia bleeding became and clotting began after essure implant "). In january 2014, the patient experienced rash ("rashes") and drug dependence ("addiction to pain relievers/addiction to pain medication/"). In 2014, the patient experienced post-traumatic stress disorder ("ptsd"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), chronic fatigue syndrome ("chronic fatigue immune disorder"), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("ibs"), gastrooesophageal reflux disease ("acid reflux"), anxiety ("anxiety") and gastrointestinal disorder ("gastrointestinal or digestive system type: issues due to long term essure related medications"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, back pain, fatigue, dyspareunia, migraine, rash, vaginal discharge and dysgeusia had resolved, the dysmenorrhoea, allergy to metals, chronic fatigue syndrome, fibromyalgia, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, headache, irritable bowel syndrome, gastrooesophageal reflux disease, drug dependence, post-traumatic stress disorder and anxiety outcome was unknown and the depression was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, chronic fatigue syndrome, cystitis, depression, drug dependence, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, post-traumatic stress disorder, rash, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6)2008 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion bilateral occlusion. Quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event anxiety was added. Event outcome was updated for the events: migraines, vaginal discharge, rashes. Lab data was updated. Reporter's information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 4-jan-2017: on (B)(6) 2016, plaintiff underwent the surgical removal of her essure coils. Reporter information updated. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and after undergoing the procedure, she began to suffer severe abdominal pain. In addition, she presented heavy (genital) bleeding. Plaintiff underwent a surgical removal of her essure coils. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering the implied temporal relation and their nature, causality between reported events and essure use cannot be excluded. This case is regarded as incident because device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through litigation process.